Event description:
It was reported that the 6800 system had a touch-screen and keyboard error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service. (B)(4).